Manufacturer narrative:
It was observed that during the device evaluation, there was puncture observed inside the biopsy channel that cause a leak. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, there was puncture observed inside the biopsy channel that cause a leak.